Event description:
Caller reported that a malfunction occurred on the pump, and tandem technical support assisted with resetting the device. There was no reported impact to the customer¿s blood glucose level as they declined to provide specific information. Following the reset, the same malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any further issues, with instructions to call back if needed.